Event description:
It was reported, the patient was driving the tdxsp-cg powered wheelchair over a curb when he heard a loud popping noise come from the chair. The chair immediately began to smoke. The patient¿s father was able to pull him from the chair. After removing the patient from the chair, the patient¿s father inspected the chair and noted flames at the rear. The patient¿s father was able to disconnect and remove the battery which also extinguished the flames. No patient injuries were reported as a result of this event.